Event description:
It was reported that an air eliminating tubing set was leaking from a hole. The reporter stated that they "went to check why pca was beeping I opened up pump and latch where the tubing sits in and fluid was leaking all over. When looking at tubing there is a hole in the cartridge that goes into the pump." This occurred during patient infusion with a baxter pump. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device is not available for evaluation; however, pictures of the sample are provided. Should any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A photograph of the device was provided by the customer. A leak could not be confirmed from the photographic inspection.